Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) system exhibited oversensing resulting in the delivery of inappropriate therapy. An evaluation of shocking electrograms also revealed noise. An invasive procedure was then performed which revealed damage to the body of the lead and the decision was made to replace it. Upon connection of the new lead to the ICD, high shocking impedance measurements were noted and the physician elected to implant a new device as well.